Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned for evaluation. The reported complaint of the platform not powering on was not confirmed. The platform powered on and off with multiple batteries without a problem. However, when the platform was powered on a "system error-out of service" error code 136 (internal parameter corrupted) was observed. The investigation results indicated that the system error was due to a defective processor board.

Event description:
Complainant alleged that during a routine shift check, the autopulse resuscitation system would not power on at all. There was no report of any patient involvement. No further details were provided.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to manufacturer for analysis. Visual inspection of the returned platform shows that the top cover, head restraint bracket, encoder cover, motor cover, and head restraint pin were damaged. The physical damages found during visual inspection are not related to the reported event that the autopulse platform would not power on at all. The damages appear to have been caused by normal wear and tear (autopulse manufactured in 3/2007). A review of the archive was performed and it shows no sessions to have occurred on the reported event date of (B)(6) 2014. The archive data shows only two sessions to have occurred on two dates, (B)(6) 1999 and (B)(6) 2012. Based on the investigation, the parts identified for replacement are the processor board, top cover, head restraint bracket, encoder cover, motor cover, and head restraint pin. In summary, the reported complaint that the autopulse platform would not power on at all was not confirmed. The platform powered on and off with no issues. The physical damages found during visual inspection are unrelated to the reported complaint. The error code 136 observed during functional testing is also unrelated to the reported complaint. The fault was found to be due to the defective processor board. Upon replacement of the processor board and the damaged parts, the platform passed all testing criteria.